Event description:
It was reported that a customer's disinfectant reservoir on their automatic endoscopic reprocessor (aer) was leaking disinfectant. There are no reports of injury or contact with the disinfectant.

Manufacturer narrative:
Evaluation by mfg: the unit was repaired locally by the customer. An asp field service engineer was not dispatched.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for six months, from (B)(4) 2009 to (B)(4) 2010, shows no similar related issues with the unit. Trending analysis for the problem code ''leaking from reservoir" was completed for (B)(4) 2009 through (B)(4)2010. The trend line lies below the upper control limit except for two months, (B)(4) 2010. The (B)(4) (complaints per unit year) for those two months lie slightly above the calculated upper control limit. Since then, the (B)(4) has been declining. Since (B)(4) 2010, it has been below the calculated mean. The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes and the overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or ''as low as reasonably practicable.'' The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and leaking from the aer system. The highest hazard / risk index was a 5, which is considered low risk. No parts were returned to asp for testing.